Event description:
It was reported that pump experienced malfunction after pump battery became fully depleted. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by correction dose by injection, and did not require third party assistance. Technical support successfully reset pump, after which malfunction did not recur and pump use was continued with instructions to call back if issue happened again.